Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection at the xyphoid incision site. Purulent discharge was also noted in the device pocket when the pocket was opened. No additional adverse patient effects were reported.